Manufacturer narrative:
C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6: codes b14, c19: a review of the manufacturing records indicated the lot met pre-release manufacturing specifications. H3: other; h6 codes b01, c21: the device is currently in transition to gore. If the medical device will be returned for further investigations, the device will be evaluated based on applicable processes, which may or may not involve altering of the device in a way which may affect any subsequent evaluation. Please provide feedback within 5 days after the initial report has been submitted if gore should not perform any investigation which may involve altering the device. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2026, a 65-year-old male patient underwent an endovascular procedure, where a 5 mm × 15 cm gore® viabahn® endoprosthesis with propaten bioactive surface (viabahn stent) was meant to be implanted in the superficial femoral artery for the treatment of stenosis. During this procedure, when the physicians initiated the deployment of the viabahn stent, it was seen that it was not possible to pull the deployment line completely out of the catheter hub. It got stuck. The viabahn stent was then removed from the patient and three other viabahn stents (6 x 100 mm, 6 x 50 mm and 5 x 100 mm) were implanted instead. The whole procedure was completed successfully with a satisfactory result and the patient was doing well. No other problems were detected. It was stated that the physicians have a wide experience of using the viabahn stent.